Event description:
This memo is to inform the FDA and manufacturer of an incident which occurred at the facility on 5/19/99. It was noted at the central EKG monitoring station that a patient's heart rate was decreasing. Staff responded to the changes immediately. At this time, the staff found the patient had a speaking valve on her tracheotomy with an inflated tracheotomy cuff which blocked the patient's airway. The speaking valve was removed and attempts were made to resuscitate the patient utilizing 100% oxygen. The patient's condition did not improve and the bradycardic rhythm further decompensated into an asystolic rhythm. The patient had a do not resuscitate order on the medical record and additional lifesaving procedures were not implemented. The management staff is investigating the incident. Staff has implemented their incident reporting and sentinel event policies and procedures.